Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, (B)(4) 2011 and (B)(4) 2011 for this event. The field service engineer (fse) adjusted the ultrasonic voltage from 181 volts (v) to 188v. The fse replaced the transducer housing assembly and performed an instrument modification to address "ultrasonic - adjust voltage to fixed 197v." The fse replaced the ultrasonic pcb board. The fse performed two, ten replicate ckmb precision tests using patient samples with no issues being noted. The fse also performed a high sensitivity system check with no issues being noted. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date. The mdrs associated with this event consist of: 2122870-2011-02041, 2122870-2011-02060.

Event description:
The customer reported that on 06/01/2011 creatine kinase-mb isoenzyme (ckmb) results which did not meet the precision claims of the assay was generated on the access 2 immunoassay system for two patient samples. This report represents patient one of two results generated on (B)(6) 2011. Initial and repeat discrepant ckmb results were generated from the access 2 immunoassay system for a patient sample. Because of this, a 10 replicate precision retest of the sample was conducted on (B)(6) 2011, on the same instrument. The precision assessment generated various ckmb results. The customer obtained a %cv (coefficient of variation) of 19.12% which failed to meet the precision claim of the assay. Quality control and calibration results were performing within customer established ranges at the time of the event. The instrument system check executed prior to this event met established specifications. No error messages were posted to the instrument's event log during the timeframe of this event. The customer has indicated that troponin results generated in conjunction with this event's ckmb results were considered valid and not suspect. The suspect ckmb results were not reported out of the laboratory, and hence there was no death, serious injury or modification in patient treatment associated or attributed to this event. The ckmb samples were collected in plastic lithium heparin plasma tubes with gel separators. The customer centrifuged the samples for ten minutes, aliquoted the sample into a new sample container and then re-centrifuged it for an additional ten minutes prior to analysis. The centrifugation speed was not supplied by the customer.